Event description:
Pt has filed reports with the manufacturers complaining of the short-comings of the insulin infusion pumps. Pt has had to intervene on many occasions. The pumps have sensors for occlusion but the sensors are set up for total occlusion. In partial occlusion the sensor does not work and pt has had low delivery with no alarms and the blood glucose has risen tremendously. There are two type namely 1. Soft sets - more prone to partial occlusion 2. Poly fin - this is with steel needle but still has partial occlusion problems.